Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. Concomitant product: 7120 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the patient had symptomatic bradycardia. The device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The right ventricular lead had a possible fracture and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.